Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a system error 322 was reproduced. A review of the event history log revealed system error 322 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation determined the causality to be lower link switch not working properly. The lower aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a spectrum pump alarmed system error 322 (link switch error (low)), during testing in the biomedical service department. There was no patient involvement. No additional information is available.